Manufacturer narrative:
Serial no continued: (B)(4). The investigations determined for one of the events that there was a malfunction of the cuvette washing station. The investigations determined for one of the events that the service actions resolved the issue. There were no further issues after the service visit. For one of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The investigations determined for one of the events that due to the patient sample being extremely lipemic it should have had a data alarm. The cause of the missing data alarm could not be determined. The investigation did not identify a product problem. The investigations determined for one of the events that a wash station tubing was damaged and there was bad suction due to the tubing for another wash station. Crystallization was also found on a system reagent sensor. The follow up/corrective actions for one of the events was the washing station was adjusted. A hardware check was performed and it was ok. The issue did not re-occur. The follow up/corrective actions for one of the events was the field service engineer (fse) found the gear pump pressure was high. The fse adjusted the gear pump pressure, checked the reagent probes, and checked the rinse baths. The customer calibrated and ran qc. The qc was acceptable. The follow up/corrective actions for one of the events was the field engineering specialist deleted the test application and reinstalled the test. The patient sample was retested and correctly alarmed. The follow up/corrective actions for one of the events was the gear pump was adjusted and tubing was replaced. The issue was resolved after these actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>5</noe> malfunction events. Questionable low results were generated by a cobas 8000 c (701) module. The events involved a total of 10 patients with the following: 4 ca2 calcium gen.2, 2 ureal urea/bun, 1 triglycerides, 3 creatinine. The provided patient ages ranged from 28 to 65 years. There were 2 females and 2 males.